Event description:
It was reported that the tr45b was used during an unknown event. It was reported that the reload fired without stapling. There was no patient consequence. Another device was used to complete the case.